Event description:
It was reported that the customer passed away over a year ago. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer had high blood glucose that day prior to his death. Caller stated that the last blood glucose reading recorded in meter was over 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.